Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing and inappropriate atrial tachy response episodes. The device was reprogrammed to avoid misinterpretation of farfield signals as intrinsic atrial signals. No adverse patient effects were reported. The device remains in service.